Event description:
The pt's wife reported that the pt's infusion device shut down without warning in 2007. The pt's blood glucose elevated to 310 mg/dl. No symptoms of elevated blood glucose were reported. The power pack had been in use for less than 2 weeks and was a corrected power pack. The pt was aware of the power pack recall and knew to use only corrected power packs. The pt was able to insert a new power pack and the infusion device functioned properly. The pt did not report assistance by a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation. The pt discarded the alleged power pack.